Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2024-02603. It was reported that the patient was experiencing pain at both ipg and lead implant sites. As a result, surgical intervention may be undertaken to address the issue.